Manufacturer narrative:
G4: 02aug2020 b4: (B)(6) 2020 the service engineer (se) inspected the device. The se found the issue to be with the power supply. The customer did not approve the quote provided for service/ repair of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jul2020.

Event description:
It was reported that the ventilator was not turning on. There was no patient involvement.